Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor had fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, and there was apparent explant damage.

Event description:
The lead was replaced because the physician wanted to reduce the amount of hardware in the patient. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.